Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision total knee replacement: (B)(6) hospital, (B)(6) 2019. Lcs meniscal bearing tkr. Implanted in the early 90s. History of revision surgery for a wide variety of reasons including wear instability, fracture, infection. Current revision for instability. Very little known regarding actual implants implanted. This is a salvage procedure as the knee has dislocated. Patient activity levels: very low demand patient. Bearing change.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.